Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made with out the device.

Event description:
The customer reported that the tube's cuff developed a hernia and the patient was recannulated due to respiratory distress.